Event description:
It was reported that the insulation in the unit has been compromised.

Event description:
It was reported that the insulation in the unit has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The visual inspection of the device confirms insulation damage throughout the shaft leading to a failed insulation test. The probable root cause/s for the insulation damage could be improper sterilization methods and or normal wear and tear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.